Event description:
It was reported the pt's intrathecal drug delivery catheter disconnected from the pump. No pt symptoms were reported. The drug used in the pump is a mixture of hydromorphone 50 mg/ml at 9.504 mg/day, fentanyl 750 mcg/ml and bupivacain 15.0 mg/ml. The catheter was explanted and replaced. The pt recovered without sequela.

Manufacturer narrative:
Results: used for catheter.